Manufacturer narrative:
Insulation damage were noted at 27.0-29.0cm from the connector pin consistent with clavicle crush damage. The ra conductor insulation was fractured. This is consistent with the observation from the field of subclavian crush syndrome.

Event description:
Related manufacturer reference number: 2017865-2021-29608. It was reported that the patient presented in clinic. Interrogation of the patient's right atrial (ra) and right ventricular (rv) leads showed high pacing impedances. The patient was asymptomatic. A chest x-ray was performed and showed both leads were fractured due to clavicular crush. The physician explanted and replaced both leads. The patient was stable throughout.